Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) had defective response buttons. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the response buttons were intermittent. The cause for the non-functional response buttons was not positively identified. No adverse event resulted from the defective response button switch. The last pt to use this monitor did not report any deficiencies.